Event description:
No blood glucose levels reported. The mother of the customer reported a button error alarm from the insulin pump. It is reported that the customer wears the insulin pump inside the bra. The customer was advised to revert to back-up plan. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker and cracked case near display window corners. No button response due to corroded keypad traces. No button error alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.